Event description:
The customer reported that while the iabp was in use on a pt, the printer paper needed to be changed and printer stopped working. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He found that the paper was upside down in the printer. Customer and company rep agreed that the issue appeared to be a user error. The printer worked fine when the company rep ran all functional tests on the unit. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).